Event description:
It was reported that on (B)(6) 2012, after becoming disorientated in the ICU while recovering from a zimmer complete knee surgery, a patient fell and broke her right femur. On (B)(6) 2012, the patient underwent surgery and a 4.5 mm locking condylar plate and synthes locking screws were implanted. On (B)(6) 2012 the patient went to the hospital and on (B)(6) 2012 it was found by x-ray that the plate had broken; reportedly resulting in a non-union of the femur fracture. On (B)(6) 2012, the screws and the broken plate were removed. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: explant date: (B)(6) 2012. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Initial surgery a right total knee arthroplasty and extensor mechanism realignment, zimmer complete knee surgery, was performed on (B)(6) 2012. After fall patient sustained an oblique fracture of the femoral metaphysis present with moderate displacement. Patient underwent an open reduction and internal fixation (orif) supracondylar intracondylar fracture, right distal femur just above the total knee arthroplasty on (B)(6) 2012; reportedly tolerated both procedures well. It was noted during the orif surgery that the total knee arthroplasty that had been inserted was in good condition without evidence of loosening. There was a supracondylar fracture of the distal femur just above the total knee arthroplasty. Use of an intramedullary nail was considered but this fixation is prohibited with the knee prosthesis. A distal femoral plate was applied to the lateral cortex, held in place with a bone clamp and multiple screws were inserted in the plate using image intensifier to verify reduction which was anatomic. Patient remained in the hospital until (B)(6) 2012 where she recovered from surgery, contracted a mild cold, low grade temperature and elevated heart rate. Tachycardia stable fever work up negative prior to transfer to rehab. Patient to continue home medications, physical activity as tolerated. To continue to use brace and non-weight bearing status. Patient completed in patient rehab and began outpatient rehab twice per week. Around (B)(6) 2012, patient noticed swelling in her right knee, limited range of motion with significant discomfort with attempted range and difficulty ambulating and bearing weight on her right lower extremity. During a follow up visit with her doctor, imaging studies revealed a non-union of the previous fractured femur. Surgical intervention was recommended. X-rays reveal that the plate in the supracondylar region of femur had broken secondary to nonunion. On (B)(6) 2012, patient admitted for hardware removal, right knee, open reduction and internal fixation, repair non-union, right distal femur with possible retrograde intramedullary nail, patellectomy, removal of painful hardware from right distal femur, iliac crest bone graft (non union femur) right side. Patient had suffered with pain and swelling in her right leg and was subsequently found to have hardware failure and she was having problems bearing weight. (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screw locking/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.